Event description:
The customer reported that the system failed to boot to a usable stated and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. An estimate was provided to the customer, however no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.